Event description:
It was reported that during a procedure, only a part of the shaft was lighting up white, which was not typical. There was a possibility that force was slightly applied to the needle in the horizontal direction during the procedure. Inspection was requested due to concern that part of the insulation coating may have been damaged, although visual inspection did not reveal any damage to the coating. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.